Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information reported the difficulty with access was poor pump alignment. There was no instrument failure. The pump was delivering morphine.

Event description:
It was reported there was difficulty filling or aspirating the reservoir. It was questioned if the pump was flipped. An image of the pump was looked at and it was believed it was not flipped. It was later reported the pump was not flipped. The pump was just a little tilted and the hcp had trouble filling. The pump was angled in such a way that the hcp would like to use a needle longer than the ones in the refill kit for the refill.